Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. The desktop charger (B)(4) was returned and analyzed. Analysis found that the connector pins were broken. The recharger (B)(4) was returned to the manufacturer and analyzed. Analysis found that the recharge board would not charge the internal battery. The desktop charger (B)(4) was returned to the manufacturer and analyzed. Analysis found that the connector pin was broken. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin would not stay plugged in and kept popping out. It was reported that the connector pin was broken. This started on (B)(6) 2016. The patient stated that they were in agony. A replacement desktop charger was sent. On (B)(6) 2016 the patient reported that stimulation was not working. The patient reported that they had received the replacement desktop charger and it was not working. The patient stated that they were still not able to charge their recharger. A replacement recharger and a new replacement desktop charger were sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.